Manufacturer narrative:
The insulin pump had constant failed battery test alarm after the battery was installed due to corroded battery tube. No unexpected battery out limit alarm noted. It was unable to check operating currents, off no power alarm, weak battery alarm and unexpected low battery alarm due to failed battery test alarm. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Event description:
It was reported via phone call that the customer changed the battery very fast and then the time/date got reset and the insulin pump alarmed battery out limit during normal use. Blood glucose value is unknown. They were at the doctors and when they tried to get the insulin pump reading they couldn't because the date went back to 2007. It was also reported that the insulin pump alarmed off no power without a low battery alert. The customer uses the battery cap from her old device because the one that came with this insulin pump was stripped. The alarm history showed weak battery, low battery, failed battery test and off no power alarms. It was mentioned that the customer has been sick and has ended up in the hospital twice because of the flu. Current blood glucose was 192 mg/dl. The insulin pump was replaced and returned for analysis.